Manufacturer narrative:
Customer returned pump for alleged pump error 63, pump error 130, and pump error 60 found on (B)(6) 2023. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 63, pump error 130, or pump error 60 alarm anomalies noted during testing. Toggled on and off the audio and vibrate options to detect any pump error 60 anomalies and found the audio and vibrate options functioned properly. Pump successfully downloaded to thump. Pump error 63 variable 15 was noted in the history download on the event date at 00:36:58.00 due to two wire interface programming error. No pump error 130 or pump error 60 were found in the history files on or near the event date. Pump was cut open for visual inspection and found a corroded home switch and moisture damage on pcba 1 and the force sensor. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, overlay scratched, cracked case-corner of belt clip rails, cracked case (battery tube), serial number label missing. In summary, customers alleged pump error 63 was confirmed in the history files due to a hardware error on the main/motor processor. Pump error 130 was not confirmed during testing. Pump error 60 was not confirmed during testing or in the history files. Exposed to moisture confirmed on pcba 1 and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 63 alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the customer was able to clear the alarm successfully, and the pump rewind was not completed. The customer will discontinue pump use and revert to the backup plan as per instructions which will be returned for analysis.